Event description:
Large v-care uterine manipulator came apart while removing the uterus from the vagina. No harm to patient or staff.what was the original intended procedure?hysterectomy.device #1is this a laboratory device or laboratory test?no.